Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device has signs of wear and tear from use. The device was manufactured in 2019. According to clinical/medical investigation, this case reports that during a tka surgery, three reamer domes were worn and not cutting the bone. Per complaint detail, the procedure was completed using a change in technique, with no harm to the patient and minimal delay. Therefore, no further clinical assessment is warranted. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints . At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during tka procedure three gii p/s cons housing ream domes were found worn and not cutting through bone anymore. There was a change in technique due to this malfunction. A delay of less than 30 min was reported.